Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the left anterior descending artery. A 16 x 4.00 promus premier drug-eluting stent was selected for use, however; during preparation, upon unpacking it was found that the stent was not positioned correctly, and it was observed to be moving back and forth. The procedure was completed with another of the same device. There were no patient complications, and the patient condition following the procedure was stable.